Event description:
Ous MDR - after an implantation time of about 27 months, premature battery depletion was reported. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing. Next, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated, and the battery status "eri" was displayed. The memory content of the implant was analyzed. An increased power consumption was documented, which has contributed to the premature activation of the "eri" battery status. The device was then opened. The visual analysis of the electronic module did not show any anomalies. The battery was almost discharged, but it was not defective. During the analysis, a damaged integrated circuit was identified that caused an increased power consumption and subsequently lead to the clinical observation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and especially the power consumption of the pacemaker was unremarkable. In summary, the clinical observation resulted from an increased current uptake that was caused by a damaged integrated circuit of the electronic module. The check of the production history showed that the device functioned normally at the time of shipment.